Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the end user that the affected device was discarded by the end user and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-003, lot 2004017 was leaking froma a small hole in the tubing." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.